Event description:
It was reported that the top of purewick collection jar broke. Per follow up on 26feb2021, customer denied the canister was broken and stated it was not suctioning. Liberator representative was determined that the suction was off because of not changing the accessories every 60 days. Also liberator representative worried about urinary tract infection when the tubing was not changed. Patient was working with liberator to got medicare to help pay and would wait until to order accessories. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The reported event was confirmed use related as the user did not replace the accessories after 60 days. The root cause of this failure was "user does not follow instructions". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The lot number was unknown; therefore, the device history record could not be reviewed. A review of the device labeling is adequate to prevent the reported event. "Replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: canister or tubing has residual urine build-up. Canister or tubing appear cloudy. Canister or tubing appear discolored. Canister becomes cracked. Tubing becomes torn. Purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the top of purewick collection jar broke. Per follow up on 26feb2021, customer denied the canister was broken and stated it was not suctioning. Liberator representative was determined that the suction was off because of not changing the accessories every 60 days. Also liberator representative worried about urinary tract infection when the tubing was not changed. Patient was working with liberator to get (B)(6) to help pay and would wait until to order accessories. It was unknown what medical intervention was provided for urinary tract infections.